Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message during therapy (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Additional information was received by baxter.

Event description:
During additional communication with the customer, it was stated that the "facility did a whole re-training on how to hang the bags during infusions and how to avoid the alarms. Since the re-training there have been no further instances of the upstream occlusion alarms."